Event description:
It was reported that the pump of this inflatable penile prosthesis was inflating for four pumps and then it stopped refilling. A surgical procedure was performed to removed and replaced the component. There were no patient complications reported.